Event description:
Patient was interrogated to have high impedance observed. The patient's settings were decreased. Patient was sent for xrays. The pin could not be seen past the second connector block and a portion of the back pin could be seen sticking out. The lead could not be assessed to be routed behind the generator due to the quality of the image. In the portions of the lead visible, a tightly coiled section of lead was observed right above the generator. Due to contrast of the image, lead fracture could not be confirmed. Based on the images provided, the cause of the high impedance is likely associated with the coiled lead right above the generator and incomplete pin insertion. Note that the presence of a micro-fracture and/or a lead discontinuity could not be ruled out in the portion of the lead that is not visible in the provided images. The patient had a full revision performed. It was stated that the explanted products were taken by the or staff. It was confirmed that during surgery a visible fracture was observed at the lead pin. It was noted that where the lead connects to the generator had been completely fractured. Explanted devices have not been received to date. No additional relevant information has been received to date.